Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the device inspection results by the service department of olympus europe se & co. Kg (oekg), the reported phenomenon could have occurred as the power button damaged. The power button was damaged, because force to push the power button and the number of manipulating the power button exceeded beyond expected.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on and the subject device did not work. The user also reported that the malfunction did not occur during the procedure. Moreover, the user doubted the power supply failure. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found that the switch could not turned on and did not work due to the failure of the power supply unit. Also, there was no visible traces of damage on the power supply of the subject device. There was no patient injury associated with this report.